Manufacturer narrative:
No additional information was reported/additional information was requested, but not received.

Event description:
It was reported that the patient presented for a scheduled procedure. Prior to the procedure, it was communicated that the pacemaker needed to be programmed appropriately to perform the surgery; however, there was a complication and the patient¿s heart rate went to 100 beats per minute during the procedure. The physician decided to stop the surgery and reschedule to have a representative present for the procedure.